Manufacturer narrative:
Correction: d1: brand name, d3: device manufacturer name, and d4: model # additional information: h4, h6, and h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
G1: device manufacturer address 1:(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing around the drip chamber of a clearlink system continu-flo solution set was leaking. The leak was discovered while setting up the set with normal saline prior to patient use. To resolve this issue, a new set was primed, and normal saline started without issue. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. A visual inspection was performed and noticed a damage at the spike. Pressure and clear passage under water testing were performed; a crack in the spike of the drip chamber was identified. The reported condition was verified. The cause of the crack was related to the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.